Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm during a routine in-clinic appointment. The rate of the vt storm may have been below the programmed ventricular fibrillation (vf) zone because the device did not delivery therapy. The patient was externally defibrillated and cardiopulmonary resuscitation (CPR) was performed however the patient did not survive. It is unknown if the device was interrogated after the patient death to determine if the device functioned appropriately. Follow-up was attempted, but no information could be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician that the device acted appropriately and the death was unrelated to the device.